Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be inflated; therefore, a revision surgery was performed, during which a loss of fluid from the pump tubing was noted. Pump and reservoir were removed and replaced and saline was added to the system. There were no patient complications reported.